Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate erratic compared to itself. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient advised that the alleged product issue began on (B)(6) 2011 when she compared two blood glucose results of "197mg/dl", and "26mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The patient manages her diabetes with an insulin pump. The patient reported that she did not take any action as a response to the readings. The patient reported that no symptoms developed due to the product issue. The patient reported that no treatment was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury as the patient denied developing symptoms and receiving treatment. However, this malfunction is being reported because the alleged issue remained unresolved.